Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for repair of an incisional hernia. A bard/davol ventralex st hernia patch, reference number (B)(4), lot number huwc1583 was implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for repair of an incisional hernia. A bard/davol ventralex st hernia patch, reference number 5950009, lot number huwc1583 was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incisional hernia and thereby underwent open repair with implant of ventralex st mesh and abdominoplasty with repair of diastasis recti. Per operative notes, ¿the scar tissue and small bowel adhered to anterior abdominal wall was taken down. There were 2 small defects just at the level and just above the level of the umbilicus. A ventralex st mesh was placed within the peritoneal cavity to reinforce the abdominal wall and sewn in place.¿ (B)(6) 2015 - patient was diagnosed with adhesions and abdominal pain thereby underwent laparoscopic repair with removal of mesh. Per operative notes, ¿ventralex st patch had curling at its edges and adhesions in this region. A small bowel loop was adherent to the central portion of mesh near the midline of umbilicus. The rough edges and most of the mesh was then cut into small strips as it was removed from the abdominal wall. A synthetic mesh was then placed into the abdomen against the abdominal wall.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence and emotional injuries. It is also alleged that the mesh had started curling at its edges.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 2 years post implant of ventralex st mesh, patient had abdominal pain, fibrosis, adhesions and underwent repair with mesh explant. Per op notes, ¿ventralex st patch had curling at its edges." The instructions-for-use supplied with the device list adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.